Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. Additional insulin was added to cartridge; however, the pump requested a minimum of 50 units again. Customer reported a blood glucose (bg) level of 348 (mg/dl) and contacted tandem technical support for assistance. Customer was later able to load a new cartridge successfully.